Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the field clinical specialist and a product investigation. The following sections of this report have been updated: b.4, b.5, g.3, g.6, h.2 and h.6. The following sections of this report have been corrected: h.6 clinical code (from 4582 to 2687) h.6 device code (from 1074 to 1250 and 2522). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per review of imagery provided, tortuosity was present in the right carotid artery and calcification was present in the native leaflet. In this case, valve alignment difficulty was unable to be confirmed as no applicable procedural imagery or device was returned for evaluation. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section of anatomy) likely contributed to the event as imagery revealed the presence of tortuosity in patient's right carotid artery and it was noted that the balloon was loaded in a curved section of the carotid per event description. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and ''dive'' into the flex tip. If the thv was unseated from the flex tip during alignment, it could have resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially led to the valve alignment difficulties. The complaint for balloon leak was unable to be confirmed as no applicable imagery or device returned for evaluation. Available information suggests procedural factors (valve alignment in a non-straight section of anatomy) likely contributed to the event as valve diving may increase the risk of physical interaction between crimped valve and balloon, leading to the balloon leakage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Per the additional information from the field clinical specialist, no devices other than the commander were damaged. No instruments were used to remove the balloon cover. The patient's degree of calcium in the annulus/leaflets was severe. There were no withdrawal difficulties. The tortuosity of the carotid made loading the balloon difficult. There were no tracking difficulties. ''The original plan for the aortic space was a nominal prep with no added fluids, however when we had to abandon the valve in the ascending aorta we added 2 cc of fluid.''

Event description:
As reported by a field clinical specialist, during a tavr procedure with a 23mm sapien 3 ultra resilia valve, the valve was prepped and delivered across the surgical valve. Very tortuous right carotid made this difficult and the balloon was loaded in a curved section of the carotid. Attempted to deploy the valve but the balloon on the 23mm commander delivery system did not fully expand. Blood was noticed in the inflation device so this valve was able to be pulled back to the ascending aorta. The commander ds was removed, along with the ruptured balloon. The 14fr esheath was then removed and the 16fr esheath was placed in the right carotid. A 23mm true balloon was then prepped and delivered the thv valve where it was expanded without difficulty. A second ds was prepped and a second thv valve was also prepped and delivered through the carotid and placed in the surgical valve without difficulty using the 16fr e-sheath. The thv valve was then deployed in the surgical valve without difficulty. The commander system and the 16fr esheath were then removed without difficulty.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the field clinical specialist. The following sections of this report have been updated: b.4, b.5, d.4 (lot number) g.3, g.6, h.2 and h.6 clinical code (updated to 2687). The investigation is ongoing.

Event description:
Per the field clinical specialist, no devices other than the commander were damaged. No instruments were used to remove the balloon cover. The patient's degree of calcium in the annulus/leaflets was severe. There was no extra volume added to the balloon prior to inflation and the inflation was fast. There were no withdrawal difficulties.